Event description:
Home patient (hp) reports leak in cassette of homechoice set during prime. Hp noted leak after receiving multiple "check lines and bags" alarms. Hp reported she ended treatment and restarted with new supplies. No patient injury or medical intervention required per mother of hp.